Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 1 year 2 months (the age is calculated from the date of implant to the event date.). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had prolonged hospitalization for major infection. On (B)(6) 2019 patient had bright red blood per rectum (brbpr) with large clots, hemoglobin (hgb) was 7.5; patient was transfused with 2 units prbc. On (B)(6) 2019, colonoscopy revealed acute sigmoid diverticulosis. On (B)(6), CT of abdomen showed left colonic and sigmoid diverticulosis. On (B)(6), patient continued to have blood in stool. On (B)(6), patient was transfused with 2 units prbc. On (B)(6), esophagogastroduodenoscopy (egd) and colonoscopy showed persistent sigmoid diverticulitis; intermittent blood per rectum was secondary to this. Patient was supported with blood transfusions. On (B)(6), patient was transfused with 4 units prbc. On (B)(6), colonoscopy found diverticular bleed. Patient evaluated by surgical team. On (B)(6) 2019, received 1 unit prbc. On (B)(6), c-diff specimen positive for detection. On (B)(6) reported in study team note, infectious disease and placed patient on per os vancomycin.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be determined and a direct correlation between heartmate 3 lvas, serial number (B)(4), and the report of gi bleeding could not conclusively be established through this evaluation. The account communicated that the patient had a prolonged hospitalization due to infection and was treated with antibiotics. It was also noted that the patient suffered from bright red blood per rectum (brbpr) and was transfused with two units of packed red blood cells (prbcs). A colonoscopy revealed diverticulosis with intermittent brbpr secondary to this. The patient was supported with additional transfusions and was evaluated for a possible colectomy. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4); no product is available for evaluation. The hm3 lvas IFU lists infection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document contains information regarding the recommended anticoagulation therapy and inr range. Additionally, the hm3 lvas IFU and hm3 lvas patient handbook both provide information regarding how to prevent and control infection. The manufacturer is closing the file on this event.